Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The user cleared the alarm and resumed insulin delivery. The user's blood glucose level was not impacted. Tandem technical support educated the user on the auto-off safety feature and user stated that they would review the safety feature with their healthcare provider.